Event description:
The customer stated that he tested his blood glucose on elite and received a reading of 31 mg/dl. He retested using another meter and received a reading of 198 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. A check strip and control solution were being sent to the customer for further troubleshooting, so no product will be returned for evaluation.